Manufacturer narrative:
Efforts to obtain additional information have been made, however our company representative was not aware of this situation. Should additional information become available, this report will be updated.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. The device was then exposed to simulated heart load conditions, and the pacing and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed.

Event description:
The device was explanted and returned approximately six years later for normal battery depletion. There were no additional allegations since this event occurred in (B)(4) 2011.

Event description:
Boston scientific received information that this patient's spouse reports the patient with this pacemaker recently experienced a syncopal episode while standing in front of a slot machine. The caller was inquiring if the machine could have an effect on the pacemaker or if the device wasn't functioning appropriately. The caller states the patient's device was checked at the hospital and was told everything was fine, however states the device interrogation was very brief and didn't feel they checked the device thoroughly. The caller stated he would contact the patient's cardiologist to have a boston scientific sales representative come out and check the device again.